Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a severe increase in blood pressure. This hypertensive crisis led to dyspnea, orthopnea, and signs of pulmonary edema. The patient was hospitalized and medical treatment was administered intravenously. A device interrogation was performed and no product performance issues were noted. The device system was functioning as programmed. It was additionally noted that the left ventricular (lv) lead was implanted after the used before date. The lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.